Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure using a paragon 28 intramedullary nail and threaded pegs on (B)(6) 2017. On (B)(6) 2018, the initial reporter sent an x-ray showing a fracture of the metatarsal, near the distal tip of the nail. The initial reporter stated that the arthrodesis site was fused, and that the surgeon believed the metatarsal fracture was 2 months old. The patient had been walking on the fracture. The nail showed no damage or movement in the x-ray. The nail was not revised. On (B)(6) 2018 the patient was put into a splint. The hardware associated with the case was not returned for physical analysis. The DHR records of implants used were reviewed. All records indicate the implants were manufactured according to specification.